Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the blue dilator ripped off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.